Event description:
The user facility reported the patient had a cp support placed in femoral for the cardiogenic shock (cgs) complicating acute myocardial infarction. After 2 days it was explanted and escalated to the 5.5. The limb needed vascular to take the patient to the operating room for revascularization for ischemia. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. B5: additional information states that after the patient was escalated to the 5.5, some time later, care was withdrawn and the patient expired. B2 adverse event of death and death date added. H6 impact code 1802 added.